Manufacturer narrative:
(B)(4). Investigation of this incident is currently ongoing. A follow-up/final report will be submitted when additional information becomes available. This is report 1 of 2 for this patient: 0001822565-2017-03070, 0001822565-2017-03071.

Event description:
It is reported that the patient has experienced a failed device due to unknown reasons after a knee arhtroplasty.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Additional: updated nexgen option stemmed tibial plate, sz 3, p/n: (B)(4), l/n: (B)(4) nexgen lps-flex fixed nsm art surf cd 3-4, 10mm, p/n: (B)(4), l/n: (B)(4) nexgen all-poly patella, 32mm, p/n: (B)(4), l/n: (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.